Event description:
According to the reporter, after the second firing of total gastrectomy, the nurse tried to remove reload from adapter, however the handle indicator was flashed ,the status indicators were illuminated blue, the firing progress indicators were illuminated red. The nurse could not open/close the jaws, however could remove the cartridge from adapter. Replaced by another device, the following firings were completed with no problem. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The memory was uploaded and indicated 5 autoclave cycles for the handle. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.